Manufacturer narrative:
The investigation was based on the reported event and logfile analysis of the affected device. The analysis of the provided log file has shown that the power on/off button of the cockpit was several times pressed. Later the air supply and ac mains was disconnected from the device and it was switched off by the user using the rocker switch. Therefore, the log file review could not confirm a defective touch screen or device malfunction at the reported time. The device behaved and alarmed as specified. Ventilation continued without interruption. However, as per log file the power on/off button was pressed several times by the user shortly after the device posted ventilation related alarm messages. Obviously, the user mistaken the power on/off button with the audio paused button. In case pressing the power on/off button during ventilation the start/standby page would displayed on the screen to bring the device at first into standby mode. After successful activation of the standby mode by the user the user can shut down the device via the shutdown dialog and a subsequently confirmation with the rotary knob. The start/standby page did not display therapy control parameters. Consequently, the ventilation settings cannot changed. Activating the audio pause is described in the IFU in the chapter "alarms/suppressing the alarm tone". Based on the results of the investigation, this case is no longer considered reportable in accordance with meddev 2.12 rev.08, as neither a death nor a serious injury was caused and this is not expected to occur in the event of a recurrence. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that during performing a check up on ventilator settings, i.e. Alarm limits and so forth, suddenly the touch screen is not responding at the ventilator. The result is that ventilator settings cannot be changed. Patient is admitted to another ventilator. Ventilator was exchanged.no patient health consequences have been reported. At the present time it cannot be excluded that a device malfunction led to the reported event. Therefore, in case the user cannot adapt ventilation parameters due to a device malfunction for a prolonged time, a serious injury cannot be excluded for patients with a serious condition.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that during performing a check up on ventilator settings, i.e. Alarm limits and so forth, suddenly the touch screen is not responding at the ventilator. The result is that ventilator settings cannot be changed. Patient is admitted to another ventilator. Ventilator was exchanged.no patient health consequences have been reported. At the present time it cannot be excluded that a device malfunction led to the reported event. Therefore, in case the user cannot adapt ventilation parameters due to a device malfunction for a prolonged time, a serious injury cannot be excluded for patients with a serious condition.